Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an air bubble in the reservoir. The customer's blood glucose was unknown. The size of the air bubbles was 1 cm to 1.5 cm. It was stated that the customer would call back in order to troubleshoot. Nothing further reported.